Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
On (B)(6) 2012 information was received from a healthcare professional (hcp) involved in a study via manufacturer representative (rep) regarding a patient who was receiving compounded morphine 5.0 mg/ml at 0.3300 mg/day via an implantable pump for an unknown indication. On an unknown date, the patient began to have troubles staring the urination flow/urinary hesitancy. The severity of the symptom was considered mild with a possible relation to the device/therapy. The pump was interrogated on (B)(6) 2012, but results were not reported. On (B)(6)2012, the patient continued to complain of urination hesitancy and the dosage was increased 12% (0.0443 ml/day ) to 0.3743 mg/day. Additional information reported that the patient had recently had complete gi and urology work-ups. It was noted that it was not ruled out if the event was not connected to therapy or the device. An 11% increase of the daily dose was programmed to 0.4404 mg/day on (B)(6) 2012. A 9% increase of the daily dose for it medications was 0.4801 mg/day on (B)(6) 2013. An 8% increase of the daily dose for it medications was 0.5195 mg/day on (B)(6) 2013. A 10% increase of the daily dose for it medications was 0.5701 mg/day on (B)(6) 2013. A 9% increase of the daily dose for it medications was 0.6199 mg/day on (B)(6) 2013. The device was interrogated on (B)(6) 2013 and was noted to be normal. The outcome was reported as resolved without sequelae on (B)(6) 2013.